Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain/call pd nurse alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) confirmed with the caregiver (cg) that no alarm occurred. The initial drain volume was 29 ml and the total ultrafiltration was 1977 ml. The cg stated that the ultrafiltration for cycle 5 is 2068 ml, cycle 4 is 20 ml, cycle 3 is 20 ml, cycle 2 is 19 ml, and cycle 1 is -150 ml. The nurse was contacted on (B)(4) 2012. The nurse stated that she was already aware of the high drain alarm. The nurse stated that the hp did not experience any adverse reactions or medical intervention. The nurse stated that the hp is currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The reported issue was confirmed in the event history log review. The root cause was determined to be use error, tidal total uf removal set too low. Device passed homechoice return instrument test/evaluation (rite) functional testing. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device meets specification for the reported issue of iipv-adult (high drain volume 105). The device will be sent to service area for servicing. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.